Event description:
It was reported that four days after surgery for a colostomy reversal (hartmans resection), the patient developed a fever with hypoxia. A leak of the anastomosis was confirmed by CT scan and the patient was given a re-operation . Details from the operative notes for the first surgery are as follows: the device was fired and the proximal donut was complete and well encircled. The distal donut was also complete but was thin. A sigmoid scope was used to inflate gas into the rectum, following occlusion of the proximal colon. The colon distended fully with air with no evidence of leak. The colon was deflated and another testing was carried out with air inflation following filling the pelvis with saline. Again, the colon inflated very well with no evidence of any leak. The saline was suctioned and the surgeons agreed that the anastomosis was airtight. Hemostasis was achieved in the pelvis. They then repaired the hernia at the site of the colostomy using mesh and sutures. During the 2nd operation the patient was given a transverse colostomy. The patient tolerated the procedure well and was extubated. The device was discarded and is not available for evaluation.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. (B) (4): additional surgical procedure leaking colorectal anastomosis. Four days after reversal of hartman's resection she suddenly spiked a fever of 39.5c with hypoxia. Wbc was 10.1 without significant shift to the left. Bicarb was normal. A CT scan suggested a leak at her ileorectal anastomosis but it also shows bilateral pleural effusions with significant plate atelectasis. The findings were discussed with dr (B) (6) and it was agreed that the women would be taken to the or and visualize the anastomosis with a sigmoidoscope and then take the appropriate action. It was found that the anastomosis had been constructed end to side at a point about 3cm from the actual true end of the rectal stump. The anastomosis had a opening on the right side, ovoid in shape and measuring about 10x 6mm. The majority of the anastomosis was intact and it was possible to pass the scope into the proximal colon some distance. In view of an excellent preoperative bowel prep and just a small dehiscence of the anastomotic staple line, it was felt that proximal fecal diversion with an ileostomy should be done along with placement of a drain into the pelvis. This would avoid disrupting an extensive mesh repair of her ventral hernia and of the left lower quadrant stomal hernia. Loops of small bowel were carefully dissected through, hoping to find a loop near to the ileocecal junction but this was impossible to determine because of the numerous adhesions. During dissection a loop of small bowel was entered draining a large amount of greenish content which was immediately aspirated. The enterotomy was closed immediately with a running lock suture of 3-0 chromic reinforced with interrupted seromuscular sutures of 4-0silk. The opening measured about 1 1/2cm in length and the closure did not compromise the lumen. It was decided that the more secure way to provide fecal diversion would be to create a transverse colostomy. The patient tolerated the procedure well and was able to be extubated." (B) (6). Operative details: the linea alba was opened. It was completely defective in the middle of the incision with a big incisional hernia, measuring about 8cm in length and 10cm in width. The rectus muscle was completely separated to a width of at least 5cm on either side. Flimsy adhesions between loops of small bowel and the peritoneum easily dissected. The uterus and fallopian tube were completely stuck to the back of the pelvis. The sigmoid scope was introduced per rectum and dissection was started. It took a good while to dissect the uterus anteriorly in order to identify the rectal stump. A part of the left fallopian tube had to be removed. The left ureter could not be identified. Dissection in the pelvis was extremely tedious and difficult. Eventually the rectal stump could be identified and was freed circumferentially away from the uterus and sacral fascia. Hemostasis was achieved. The colostomy was then taken down into the peritoneal cavity. There was also a big incisional hernia at the site of the colostomy. The peritoneum also showed no evidence of deposit. The cdh25 was used to achieve continuity of the colon with the rectum. The end of the colostomy was excised and a baseball stitch with 4-0 pds was used to tie around the anvil. It was reinforced with another purse string suture. The cdh25 was then introduced per rectum and the two ends were joined together. The stapler was fired. The proximal donut was complete and well encircled. The distal donut was also complete but was thin. The sigmoidoscope was used to inflate gas into the rectum, following occlusion of the proximal colon. The colon distended fully with air with no evidence of leak. The colon was deflated and another testing was carried out with air inflation following filling the pelvis with saline. Again, the colon inflated very well with no evidence of any leak. The saline was suctioned and dr (B) (6) and dr (B) (6) agreed that the anastomosis was airtight. Hemostasis was achieved in the pelvis. Following that attention was directed to the hernia at the site of the colostomy. The sac was dissected and so were the peritoneal edges. A prolene mesh was cut to size and fixed in the four corners with one pds mattress sutures to the muscles. The peritoneum was then closed covering the prolene mesh using one pds. The edges of the rectus sheath were then dissected all around for at least 2cm from the edge. The proceed mesh was fixed with at least 15 mattress #1 pds sutures all around. The sutures were then tied. The liea alba was closed as much as possible with 1 pds. The subcutaneous fat was approximated with o chromic catgut and the skin was closed with staples. The sheath at the site of the colostomy was closed with a running ovicryl sutures. Recovery was smooth. The patient received 5,000 of subcutaneous heparin 2 hours following insertion of the epidural. Post-op instructions: po sips, 200ml of ringers lactate per hour, epidural for analgesia, cbc, lytes and lft's every other day, to continue on clindamycin 600mg intravenously bid, 5000 international units of heparin subcutaneously bid. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.